Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one coil fell out/there was no essure found in the right tube') and heavy menstrual bleeding ('menorrhagia') in a 35-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included menorrhagia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (d and c with novasure ablation and laparoscopic bilateral salpingectomies hysteroscopy, d and c with novasure ablation). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion and heavy menstrual bleeding outcome was unknown. The reporter considered device expulsion and heavy menstrual bleeding to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2021: mr received. Reporter information, patient demographic details, medical history added. Event medical device removal updated to event one coil fell out. Event menorrhagia added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one coil fell out/there was no essure found in the right tube') and heavy menstrual bleeding ('menorrhagia') in a 35-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included menorrhagia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (d and c with novasure ablation and laparoscopic bilateral salpingectomies hysteroscopy, d and c with novasure ablation). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion and heavy menstrual bleeding outcome was unknown. The reporter considered device expulsion and heavy menstrual bleeding to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.